Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that despite giving an insulin injection, the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 602 mg/dl after wearing the pod between 36 and 48 hours; the pod had fallen off (cannula dislodged) after patient went swimming and this wasn't realized until later in the day. In the hospital, the patient was treated with intravenous insulin. The patient had been hospitalized for 4 days and release was anticipated at the time of medical event reporting.